Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm and no scrolling numbers anomaly noted. Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to no button response. Unable to verify failed battery alarm due to no button response. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm and failed battery test alarm. Customer's blood glucose was 93 mg/dl and states that blood glucose had spiked up to 600 mg/dl. Customer received a button error alarm after numbers were scrolling without prompt. Customer changed battery and then received a failed battery test alarm. Troubleshooting was performed for each alarm but could not continue with failed battery test alarm because would continue to receive a button error alarm. Customer was advised that insulin pump would need to be replaced.